Event description:
Follow-up indicated that the physician does not believe the issues were related to the device. The patient continues to use their device to find effective pain relief.

Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced atrial fibrillation. Nevro attempted to obtain more information regarding the nature of the issue but was unsuccessful. The patient had a cardioversion and there have been no reports of further complications regarding this event.